Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. The stylet/guidewire was kinked/buckled. Visual analysis of the lead in dicated damage at implant. The analyst noted that visual inspection found the competitor guidewire tip was twisted and buckling inside the lead tip nose causing the guidewire stuck in lead. Destructive analysis was performed, the guidewire was successfully pulled out of the lead from the lead distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire got stuck in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.